Event description:
The customer reported via phone call that the insulin pump alarmed button error and the screen became frozen. Customer's blood glucose was 445 mg/dl. The customer's spouse had gone out to obtain a syringe and insulin for customer. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm was noted. No frozen screen noted. The insulin pump was also received with cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.